Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with unknown units of insulin during the load sequence. Customer continued to use the pump for insulin delivery. There was no reported adverse impact.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.